Manufacturer narrative:
Subject device evaluation confirmed the customer reported issue of ¿a-rubber adhesive crack¿. Inspection found the adhesive on the bending section (a-rubber) cover was chipped . Additionally, as stated in section b5, the adhesive around the objective lens was found peeled off. This findings found to be due to deterioration/breakage of the adhesive caused by chemical/physical stress. The additional findings from the product analysis are as follows: the bending section cover, the control unit, the grip, switch 1, angulation lever, forceps elevator lever, light guide connector, video connector case, light guide cover glass, video connector, up/down plate, and right/left plate all had a scratch; and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The endoeye flex deflectable videoscope was returned to olympus reported with an issue of ¿a-rubber adhesive crack¿. During device evaluation, the adhesive around the objective lens was observed to be peeled off. The issue did not impact a patient or healthcare professional. No patient harm was reported. This MDR is being submitted to capture the reportable malfunction (adhesive was peeled off around the objective lens) found during the device evaluation.

Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, the issue was likely the result of a repetitive use stress, external factors, and or user handling. The event can be detected by following the instructions for use which state: " chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿. ¿inspection of the endoscope¿ ¿6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities¿. Olympus will continue to monitor field performance for this device.